Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action nc2aty & nc4aty.

Event description:
Healthcare provider reported they had 'stromal incursion' using epi-k microkeratome. Moria recommended epi-k seperator and full system be sent to moria for evaluation. Healthcare provider sent in epi-k seperator ref. 19390 lot 1110404 for evaluation.